Event description:
It was reported that when the device was used during a hernia repair, the staples would not close. Another device was used complete the case. There was no consequence to the patient.